Event description:
It was reported that during a bowel resection procedure, surgeon called for the device and when the scrub nurse went to take it out of the blue holder, it was in 2 pieces. Surgeon called for another device and the new one performed as required. Product to be returned for analysis . No consequences to the patient.